Event description:
In (B)(6) 2021, I found out that philips had recalled the system one CPAP (which is the CPAP I have and use), they told me to stop using it until they have me send it in for repair or they provide a replacement. This was over 1.5 years ago, it is now (B)(6) 2023 and I am still arguing with them to get this replacement, and they keep "losing" the prescription and details they claim they need, and are now wanting my physicians information and dragging out getting me the replacement) I did fax in a prescription to them in (B)(6) 2022 - but they claim they never got it and now are telling me to fax it again. Since I tend to have seizures and unable to sleep if I don't use the CPAP - I am still using the toxic system one - because I have no other way to sleep - for this extra almost 2 years.